Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window. No moisture damage was noted to the electronics, motor, vibrator motor or battery tube assembly.

Event description:
Customer reports to have received a button error alarm, then received a calibration error. Customer's blood glucose was 85 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.